Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic abscess ('abscess') and pelvic pain ('pain: pelvic/abdominal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain: dysmenorrhea (cramping)"), abdominal pain ("pain: pelvic/abdominal"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)") and uterine enlargement ("other injuries/symptoms: enlarged uterus"). The patient was treated with surgery (salpingectomy (bilateral),oophorectomy (bilateral), hysterectomy) (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic abscess, pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia and uterine enlargement outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic abscess, pelvic pain and uterine enlargement to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, pelvic , abdominal , bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: pif received. Event "abscess" was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic abscess ('abscess') and pelvic pain ('pain: pelvic/abdominal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain: dysmenorrhea (cramping)"), abdominal pain ("pain: pelvic/abdominal"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)") and uterine enlargement ("other injuries/symptoms: enlarged uterus"). The patient was treated with surgery (salpingectomy (bilateral),oophorectomy (bilateral), hysterectomy) (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic abscess, pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia and uterine enlargement outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic abscess, pelvic pain and uterine enlargement to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, pelvic , abdominal, bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/abdominal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain: dysmenorrhea (cramping)"), abdominal pain ("pain: pelvic/abdominal"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)") and uterine enlargement ("other injuries/symptoms: enlarged uterus"). The patient was treated with surgery ((salpingectomy (bilateral),oophorectomy (bilateral), hysterectomy) (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia and uterine enlargement outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain and uterine enlargement to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, pelvic, abdominal, bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2019: pfs received- case becomes incident. Event injury was replaced with new events. New events pain: dysmenorrhea (cramping), pelvic/abdominal, bleeding: menorrhagia (heavy menstrual bleeding), other injuries/symptoms: enlarged uterus and did not undergo confirmation test were added. Essure insertion date was updated and explant date was added. Essure indication was updated. Patient¿s date of birth was added. Reporter¿s address was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.